Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block g2: medwatch # mw5099952. Block h6: problem code a0402 captures the reportable event of balloon burst. Block h10: investigation result a visual examination of the returned complaint device found that the balloon was not returned and detached. It was also noted that the stainless steel was returned outside of the shaft and was kinked. The shaft was returned cut. The reported problem of balloon burst was not confirmed. Based on the available information, it is possible that factors encountered during the procedure, such as technique used by the physician and/or interaction with the scop when the the physician advanced the balloon could have caused the balloon to burst. Additionally, handling and manipulation of the device could have lead the device to be cut causing one section of the stainless steel to be returned outside the shaft kinked. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, after the balloon was filled with the appropriate fluid and before the balloon was deflated the balloon burst inside the patients esophagus, after dilation was complete. The patient's esophagus was checked for trauma or bleeding and there was no harm to the patient. The scope was then removed from the patient and the procedure was completed. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Medwatch # mw5099952. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, after the balloon was filled with the appropriate fluid and before the balloon was deflated the balloon burst inside the patients esophagus, after dilation was complete. The patient's esophagus was checked for trauma or bleeding and there was no harm to the patient. The scope was then removed from the patient and the procedure was completed. The patient's condition at the conclusion of the procedure was reported to be fine.